Event description:
It was reported that the patient's recharger was not turning on and, because the recharger was not turning on, the patient could not charge their implanted neurostimulator (ins). They were in the hospital (to have an MRI of their knee which was unrelated to their therapy) on sunday, and one of the hospital staff members plugged the recharger into the desktop charger (dtc) the wrong way. The arrows did not line up, and the recharger would no longer charge. They watched a video about troubleshooting the recharger and the dtc on sunday, and attempted to troubleshoot. During troubleshooting, they pressed too hard on the dtc connector pin, and the connector pin broke. During the call, they confirmed the plastic plate on the recharger was on the opposite side of the port from the arrow. The dtc connector pin would not plug in the right way, but would plug in backwards. Replacement devices were requested. Pt reported battery not holding a charge and plug to charge not working right.

Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# (B)(6). Product type: recharger. Product ID 37751. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Product ID: 37751, serial/lot #: (B)(6). H3: analysis of the desktop charger (serial# (B)(6)) found broken connector pins. The analysis of the recharger (serial# (B)(6) found bent connector pins and a discolored cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.